Manufacturer narrative:
Product event summary: one controller, one battery, and one controller ac adapter were not returned for evaluation. Log file analysis revealed a controller power up event on (B)(6) 2019 at 08:20:35. The data point prior to the loss of power revealed that adapter was connected to power port one and battery was connected to power port two with 96% of relative state of charge (rsoc). The data point recorded after the loss of power revealed that adapter was connected to power port. No power source was connected to power port two. The controller was without power for 3 minutes and 28 seconds. Additionally, log file analysis also revealed an active power disconnect alarm after the loss of power due to power disconnect on power port two. This is most likely related to the reported "alarm after connection one power source". As a result, the reported events were confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. An internal in vestigation was initiated to capture events involving the controller losing power. Additional products: d4: serial or lot#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery, serial #: (B)(4) / model #: 1650de / expiration date: 31-may-2019, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? No. Mfg date: 31-may-2018. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ controller ac adapter, serial #: unknown / model #: 1430us / expiration date: unknown. UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? No. Mfg date: unknown. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after losing consciousness following a double disconnect of the power sources from the controller. The patient is not able to identify what happened leading up to the double power disconnect. When reconnecting power sources, the controller ac (cac) adapter was connected, and the controller still alarmed as if power were not connected. The controller, battery, and cac adapter remain in use. No further patient complications have been reported as a result of this event.